Manufacturer narrative:
H6: investigation findings, conclusion code.

Manufacturer narrative:
According to the gore¿ dryseal flex introducer sheath instructions for use sizing guide, the nominal outside diameter of the 22fr sheath is 8.2 mm. As reported, the left access vessel measured approximately 7 mm.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a thoracic aortic aneurysm using gore¿ tag¿ conformable thoracic stent graft with active control system and a 22fr gore¿ dryseal flex introducer sheath. The gore¿ dryseal flex introducer sheath was inserted from the left access. Measurements of the left access vessel was approximately 7mm. After the gore¿ tag¿ conformable thoracic stent graft with active control system was implanted, and after the access site was closed, the physician noticed there was no pulse in the left limb. An angiography imaging revealed that there was no blood flow in the left common femoral artery to the left superficial femoral artery. A dissection was observed at the access site and an endarterectomy was performed. The patient tolerated the procedure.